Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Is the sterility of the device compromised?=>no. 2. What was not sealed · the product box, or the pouch that has the white envelope inside?=>the needle suture was not placed on the slot. - c if no, is a photo available of the product?=>no.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, it was found that the suture had been popping out of the package. The product was not used. Fthere were no adverse consequences to the patient.. No adverse patient consequences were reported. Additional information was requested.